Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead has demonstrated rising pacing lead impedence measurements from implant to the follow-up 13 months after implant. Pacing thresholds also rose, but remain stable. All measurements are within normal range.